Event description:
It was reported that the procedure was to treat a perforation at left anterior descending artery. Four graftmaster (2.8x16mm, 2.8x16mm, 2.8x16mm and 3.5x16mm) failed to cross due to anatomy. An unspecified guideliner support and another graftmaster was used seal the perforation and complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 is/are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning update from yes to no.

Manufacturer narrative:
The device was returned for analysis. The torn hypotube was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for evaluation changed to yes. H6: medical device problem code 4008 was added h6: type of investigation code 4114 removed.

Event description:
Subsequent to the previously filed report, device analysis of the first 2.8x16mm graftmaster noted the hypotube was separated in two separate segments. The hypotube separation was located 18cm distal to the strain relief. Per device analysis the second 2.8x16mm graftmaster was noted the hypotube was separated (not in two separate pieces) 17.5cm distal to the strain relief and was held together by the hypotube jacket material. The hypotube jacket material was torn and separated (not in two separate pieces) at the same location. Per device analysis the 3.5x16mm graftmaster hypotube jacket material was separated (not in two separate pieces) at the same location; however, the jacket material at the separation was torn. Follow up with the account confirmed the hypotube damage. No additional information was provided.